Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).

Event description:
Caller reported blood glucose results of 61 mg/dl on compact plus system, 155 mg/dl on wife's aviva system within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.